Event description:
Information received by medtronic that the insulin pump was under delivering. The customer blood glucose level was 117 mg/dl at the time of incident. The customer¿s current blood glucose value was 200 md/dl. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer treated high blood glucose value with insulin pump, manual injection and insulin pen. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Customer alleging possible insulin pump was under delivery because blood glucose level 117 md/dl went up to 200 mg/dl without carbohydrates. No harm requiring medical intervention was reported. Troubleshooting was performed. The customer will continue to use the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.